Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device, referenced in describe event or problem, is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath after an interventional bilateral common iliac procedure. Reportedly, a cuff miss occurred. A second proglide device was deployed without issue and hemostasis was achieved; however, post procedure the patient's leg went cold and there was no pulse in the foot. Access through the left brachial was gained and the right common femoral artery was ballooned and a non-abbott stent was placed. Reportedly, the physician indicated that he believes a clot started to form and with the second proglide device was placed and occluded the artery. The patient was in stable condition. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.